Manufacturer narrative:
The investigation for the gastrointestinal (gi) bleed has been completed. Pump was not returned for investigation. Data log review was not require for this case. As per the clinical, gi bleed was reported during impella use. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between gi bleed and impella was unknown. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support received one unit of blood for recurrent gastrointestinal (gi) bleed. Scoped was done for gi bleed but the source of the bleed was not located. It was further reported that the gi bleed seemed to be resolved however the patient outcome is unknown.